Event description:
The physician used the cassi rotational core biopsy system for an ultrasound guided breast core biopsy on a large mass which she felt was a lobular carcinoma. The biopsy retrieved very little tissue. The pathology report came back with a diagnosis of lobular carcinoma in-situ. Due to the discordant imaging and pathology, the patient required an additional excisional biopsy. The excisional biopsy came back with a diagnosis of lobular carcinoma in-situ which is consistent with the initial biopsy performed with the cassi device.

Manufacturer narrative:
Device was discarded and evaluation was not possible.